Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon receipt of the depth gauge, during manufacturer's preliminary evaluation on (B)(6) 2018, it was noted that the tip of the device was broken. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4) used for: the complaint indicated that the instrument broke intra-op. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
It was reported that during an open internal fixation (orif) of a pilon ankle the tip of a drill bit broke off 323.062 drill bit broke off in the patient while the surgeon was drilling. All of the fragments of the drill bit were removed from the patient, except for the tip that was left implanted in the patient. In addition to this, during the same procedure the surgeon was measuring a screw hole for a screw with a depth gauge and somehow managed to bend the depth gauge. No delay was created due to either of these events. The surgeon was done measuring the screw hole when the depth gauge bent. The patient was reported to be in great condition following the procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: MFR site. Corrected data: initially reported as march 06, 2018; should have been (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.